Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal of the device. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The first clip was implanted without issue. To further reduce tr, a second clip (00407u172) was advanced; however, the clip got caught in chordae and the chordae ruptured. Troubleshooting was performed and the clip was able to be removed. The clip was not implanted. Mr returned to 4. The following day, a second clip was implanted without further issues, reducing tr to 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of tissue damage, as listed in the instructions for use is known possible complication associated with mitraclip procedures. It was reported that the procedure was used to treat tricuspid regurgitation(tr). It should be noted that the intended use section of the mitraclip system gen 4, instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Based on available information, a cause for the reported difficult to remove from anatomy could not be determined. The reported tissue damage was also due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.